Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, h1, h6 h1: no evidence of malfunction or a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unspecified time following the implant procedure of the transcatheter bioprosthetic pulmonary valve, cardiac chest pain occurred and an elevated troponin. A beta-blocker was administered. Diagnostic testing included an electrocardiogram (ECG) performed on the first and second post-operative days which indicated premature ventricular beats. The physician indicated the event was possibly related to the implant procedure and probably related to the transcatheter pulmonary valve. Additional information indicated an antiplatelet, acetaminophen, and opioid were provided for the chest pain. The high sensitivity troponin did not resolve and measured 38 ng/l. It was also confirmed that a myocardial infarction did not occur as result of the elevated troponins. This was deemed clinically significant but no other testing was performed. The patient was discharged without chest pain. The chestpain resolved 2 days following the valve implant. It was also reported that the electrocardiogram (ECG) on the first and second post-operative days was ¿normal¿. Additional information received indicated that the chest pain occurred the day following the valve implant. Additionally, information received corrected the previous report of premature ventricular contraction (pvc) and the beta block administration for the pvcs. As now confirmed, the pvcs and medication for pvcs did not occur with this patient.

Event description:
It was reported that at an unspecified time following the implant procedure of the transcatheter bioprosthetic pulmonary valve, cardiac chest pain occurred and an elevated troponin. A beta-blocker was administered. Diagnostic testing included an electrocardiogram (ECG) performed on the first and second post-operative days which indicated premature ventricular beats. The physician indicated the event was possibly related to the implant procedure and probably related to the transcatheter pulmonary valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number unknown; product type: delivery catheter system. Updated data: b5, b6, b7, d4, d10, e1, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated an antiplatelet, acetaminophen, and opioid were provided for the chest pain. The high sensitivity troponin did not resolve and measured 38 ng/l. It was also confirmed that a myocardial infarction did not occur as result of the elevated troponins. This was deemed clinically significant but no other testing was performed. The patient was discharged without chest pain. The chest pain resolved 2 days following the valve implant. It was also reported that the electrocardiogram (ECG) on the first and second post-operative days was "normal".